Event description:
I had raindrop inlay surgery with dr (B)(6) in (B)(6) and today I can't see. It's always bothered but has increased severely. I just googled and see there was a recall. Why didn't I get notified! I'm blinded and need help.